Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units and remained static at 105 units. The customer's blood glucose level was 200 mg/dl. Although requested, the customer declined to reload the existing cartridge.